Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified brachial vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation at 5 atmospheres for 1 minute, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.